Event description:
Complete expulsion of right coil into uterus. Coil embedded in uterine wall. Partial expulsion of left coil into uterus, and twisted up on itself.

Event description:
(B)(4). In 2011, I had improper removal, leaving me with fragments of the essure device. It took me three years to find another surgeon to do a complete hysterectomy.